Event description:
It was reported that the pt was admitted to the intensive care unit. The pt had experienced withdrawal. Per the reporter, therapy was not working as expected. It was noted that the pt has had catheter issues 3 times since implant and was now again in the hospital. A new healthcare provider was being considered. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
It was later reported that the pump contained lioresal 1000 mcg/ml at a dosage of 245 mcg/day. The patient's catheter was revised on (B)(6) 2011, and she was doing well until (B)(6) 2011 when the patient's tone had increased and she had a fever. The patient was admitted to the hospital on (B)(6) 2011. Csf (cerebrospinal fluid) at this time was negative for infection. The patient was started on oral baclofen, 20 mg every 4 hours along with valium. The patient was in the pediatric ICU and per physician report, the patient had a return of spasticity and was somnolent. It was also reported that patient had two questionable seizures, which later resulted in patient being intubated and placed on ventilator for respiratory issues. On (B)(6) 2011, it was determined that patient did have a csf infection (meningitis) and that the pump needed to be explanted. Per the parent's request, the patient was transferred to another hospital on (B)(6) 2011. The patient was placed in the ICU upon admission. Further csf testing was completed and it was determined that patient was positive for enterococcus. The patient was not stable enough to explant the pump on that date. It was unclear due to the 'many variables whether patient's symptoms were due to infection only or a combination of withdrawal and infection'. The patient's pump was explanted on. Post explant of the pump and catheter, the patient remained in the ICU; she was on antibiotics, remained on oral baclofen and was stable as of (B)(6) 2011. The patient's mother would like to have the pump replaced in a few months after the infection cleared.

Manufacturer narrative:
(B)(4).